Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp and showed flat waveforms. The physician repositioned the impella cp but the patient coded. Despite obtaining return of spontaneous circulation by providing cardiopulmonary resuscitation, the patient later expired.